Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was yesterday the pt noticed when attempting to recharge their ins that the yesterday that when they connect the paddle to their stimulator on their back to charge. The controller battery was going down like its being used but the stimulator was not being charged. Last night when putting the paddle to the ins it was hard for them to get it to contact, any slight move would cause the charging session to stop. The most the pt was able to charge last night was at 40% and the controller battery went from 90% to being used up in charged. Pt said they had a problem looking for the device when trying to charge ins. During call the pt verified no damage to the controller charging port or to the rtm. The pt reset the and attempted to recharge the ins, the pt was recharging excellent. The controller battery was at 90% and the ins was at 40%. The pts ins did increment in charge to 50%. The troubleshooting steps that were taken on the call resolved the issue. Additional information received from the patient. Pt called back to report they were still having difficulties with charging their ins, but also noticed the controller itself took a long time to charge from ac power (took at least 3 hours to charge to full from 30%). Agent had pt inspect the ac power cord, controller's port/battery compartment, and li battery pack connector pins - no visible damages. Pt said they still felt like their ins was taking a long time to charge from controller as well. Agent reopened & reassigned case to send follow-up email to repair for controller. Pt mentioned they thought their ins battery was depleting quicker than normal since they had last called as well - went from 100% at 11pm to fully drained by 8am. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745, serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back stating they are still having issues with their equipment, particularly with charging the implant. Caller stated for example they were trying to charge the implant for 30 minutes and the implant battery still did not increase/still showing red/zero. Caller stated they tried resetting the controller and that did not resolve. Caller stated therapy is off as a result of not being able to charge and they are in pain. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 80 percent and implant is red/low . Caller confirmed no physical damage on recharger cord/pins. Caller then connected recharger and confirmed charging excellent. Caller stated it kept changing from recharging (49) to looking for device (15) without them changing anything. Agent had caller lock screen and confirmed green flashing light. After a few minutes on hold agent had caller unlock screen and caller confirmed implant battery went up to 30% . Agent reviewed with caller everything appears to be working as intended and offered to call pt back to confirm successful charge session. Upon further review, caller stated door did not fit to cover the battery. Agent sent email to repair to order a replacement door cover. Additional information was received from the patient (pt). They reported that their new battery pack was now charging correctly. Mdt rep called and was with pt. Caller reviewed the issue that was noted in this record continues to occur according to the pt. The caller states the pt indicates that they think the controller is 'reading (the charge level) wrong' because the controller will show %60 controller level and %40 ins level and then charging will stop and the controller is 'drained'. Tss reviewed that caller should check the recharge diary to ensure that the pt's story and the data are aligning and the caller should review that 1) it is not necessarily abnormal for the controller to almost drain fully for a complete charge session 2) checking the controller screen constantly while charging can have a detrimental effect on charge times. Tss electing to replace li battery for caller. See email to repair.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they were not sure if there was an issue or not with the charging issue and controller battery draining rapidly. Rep performed passive recharge mode and the devices seemed to work and rep also reprogrammed the patient's therapy. Rep reported after performing the prior steps, the devices seemed to be working better. The information has been confirmed with the physician account.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6): product type product ID 97745 serial# (B)(6): product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.